Event description:
Medics responded to a cardiac call, pt in v-tach when the crew arrived. Reportedly, while attempting to monitor the pt's ECG waveform the device displayed excessive ECG artifact and the pt's ECG could not be viewed. The device operator replaced the ECG trunk cable and electrodes in an unsuccessful attempt to correct the problem. Disposable defibrillation electrodes were attached to the pt and care to the pt was continued. The reporter stated device operation resulted in a delay in the treatment, but caused no adverse affects to the pt.